Event description:
Child's right eye had been irritated looking for a couple of weeks. We attributed it to springtime allergies. She called from school saying her eye hurt, was red, tearing, and she was having problems keeping it open and was sensitive to light. She had taken out her contacts the night before. I took her to an ophthalmologist that afternoon and he indicated the eye was behaving as if there was an infection. She applied an antibiotic drop 4 times a day within 24 hours it was much better. We then heard about the amo contact lens solution recall in 2007, and realized there was probably a correlation. She had had issues with both eyes on and off for at least a month. When she wore her glasses for a couple of days, she would get relief. As soon as she started back with contacts - new ones at that - and used the amo complete moisture plus solution, her eyes would flare back up. Dates of use: 2007, diagnosis or reason for use: to clean contacts. Event abated after use: yes. Event reappeared after reintroduction: yes.